Event description:
Customer reported luer locking cannula female luer disconnected from IV set male luer during pt use. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.